Event description:
Due to amount of pressure applied to implant in location placed (#30), implant failure was caused by movement and loosening. Infection was also present. Implant has been removed. Replacement is unk.